Event description:
A user facility reported to olympus that an image was not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no image produced due to failure of the charge-coupled device. In addition, the cable was noted to have a kink and discoloration was present; evidence of incorrect sterilization was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The event occurred during a procedure. The procedure was completed without delay. No patient harm was reported. The device was not inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device failure could not be determined. Olympus will continue to monitor field performance for this device.